Event description:
A customer reported that their pump failed to detect insulin in the cartridge during the loading process, which led to their blood glucose level displaying as "high." The specific glucose value was unknown but was outside the normal range. To address this, the customer administered a correction bolus using the pump and then extracted insulin from the current cartridge to fill a new one, successfully resuming insulin delivery. No assistance from a third party was required. The issue¿s cause remains unknown, and customer support advised the caller to monitor the situation while it was active.